Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Event description:
It was reported that the patient had two episodes of t-wave oversensing noted on the right ventricular (rv) lead. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.